Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with herniated disc underwent procedure for implantation of artificial cervical disc at c6-c7 using extrapharngeal anterolateral approach. Approximately 125 months postoperatively, the cervical spine films revealed good position of the device, but there may possibly be some anterior bridging bone on the lateral view at the disc replacement. There still appears to be some motion on flexion/extension films. No treatment was required. The outcome of this event is considered pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.